Event description:
Patient reported that after injection on the same day with juvederm voluma xc in the cheeks, they experienced a "sore throat along with post nasal drip, burning in the cheeks, anxiety, swelling around the eyes and crow's feet, and in general not feeling well since the injections." Patient returned to the office two weeks later and the injecting healthcare professional told the patient that "nothing was wrong" and they "did not observe any symptoms." Four days later, the patient reported that their "throat swelled up" and "felt like it was closing." Patient also experienced "sensations under the eye," and reported "didn't like the way it looks." Five days later, the patient saw their primary care physician, who prescribed a "z-pack" for the patient's symptoms. About a month and a half later, the patient saw an ear, nose and throat specialist, who prescribed "amoxicillin." Patient reported that the "sensations under the eye" and hardness in the cheeks" are still present, and that the "swelling around the eyes and crow's feet comes and goes." Patient was concomitantly injected with botox in the "crow's feet and forehead," and juvederm ultra xc. Follow up with the office of the injecting healthcare professional stated they saw the patient at approximately two weeks and four weeks after injection for follow-up appointments. It was reported that on both occasions, "no symptoms were observed, patient did not complain to us of anything and was happy with the results." This is the same event and the same patient reported under MDR ID # 3005113652-2014-00438 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "sore throat along with post nasal drip", "burning", "anxiety", "throat swelled up/felt like it was closing", "didn't like the way it looks", "sensations", "hardness" and "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Treatment site responses included tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching.